Event description:
A (B)(6) male patient contacted zoll customer support to report a code 204 when attempting to start up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. The cause of the code 204 is a broken yellow wire (pgnd) inside the trunk cable insulation. The cause of the broken wire is a cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.